Event description:
It was reported to philips that the device experienced a fault. There was no patient involvement.

Event description:
It was reported to philips the device experienced a self test error. There was no patient involvement.